Manufacturer narrative:
Additional information : the device was not returned and the lot number is invalid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. Lot #: r1a2501 (the reported lot is not recognized by baxter). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link y-type standard bore catheter extension sets leaked. It was further specified the connection cap was loose and when the user had to remove to put another one, it "easily disconnected" (blue port) resulting in a leak. The user stated they did not realize the caps had to be screwed on tightly. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.